Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a change in therapy effect. The patient reported "stumbling around¿ on ¿sunday-monday¿, but had a fall last thursday, (B)(6) 2014. The patient reportedly had always had trouble with good pain control, but was doing okay prior to the fall. The patient went to the emergency room (ER) after the fall and was given a ¿little dilaudid¿, and intravenous (IV), and oral medications. Computed tomography (CT) was also performed and the patient reported that the CT had "messed up his pump," because the pain had not increased or worsened, but the patient was not getting as good of coverage since the CT. An abdominal x-ray was also taken and everything appeared intact. The next troubleshooting step would be a catheter dye study. The last event logs were from the last refill on (B)(6) 2014, and the next refill would be on (B)(6) 2014. The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.